Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. It was reported that the 0-7 lead was fractured and involved with this event. However, it is not known which of the patient's leads is the 0-7 lead. Therefore, both of the patient's leads were included in this report.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the rep saw the patient on (B)(6) 2016 and impedance measurements determined that impedances on all pairs 0-7 were >10,000 ohms. All pairs 8-15 were within a normal range. The patient was still feeling stimulation but it was not optimal. No trauma or falls were reported that could have been related to the issue. Reported symptoms included sub-optimal stimulation and high impedances. It was noted the stimulation issue started the past spring, around (B)(6) 2016. The rep later reported that the patient was set up and scheduled for lead replacement. Additional information received from the rep on (B)(6) 2016 reported he had seen the patient the last week or week before and had found the 0-7 lead to be fractured. It was noted that the patient had not been aware of the lead fracture. The patient was scheduled for lead replacement on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.